Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a large volume pump module that received some blood splash while in use. It was noted that there was enough volume that the blood had infiltrated the case assembly and around the many creases and assembly points. There was no information on patient impact.

Event description:
It was reported that there was a large volume pump module that received some blood splash while in use. It was noted that there was enough volume that the blood had infiltrated the case assembly and around the many creases and assembly points. There was patient involvement but no harm.

Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient health impact information, b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: describe event or problem, initial reporter addr 1, initial reporter city, initial reporter zip, initial reporter facility name, manufacturing location, PMA / 510(k)#. Additional information: unique identifier (UDI) #, medical device serial #, device available for eval? Returned to manufacturer on, device eval by manufacturer? Device manufacture date, imdrf annex e, f, b, c, d, g codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of the pump module, which was contaminated with blood, was confirmed during the external and internal inspection. The suspect pump module, external and internal inspection of the suspect pump module, blood contamination was observed on the left and right inter-unit-interface (iui) connectors, door latch assembly, both upper screws of the door cover, the upper door hinge, torsion spring, air-in-line, and at the bottom of the rear case, were observed contaminated with blood. The event day and time was not reported. A review of the pump module and pcu, error log showed no records related to the reported issue of the suspect device. The facility did not provide infusion details. The review of the pcu event log showed the last power on was on (B)(6) 2026 at 1:27 pm; however, no infusions were programmed. The timed rate accuracy testing and asm testing were performed using the source device to determine if the system was delivering fluid within specification. Results indicated that the system was operating within specification. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. Alaris system maintenance (asm) preventive maintenance (pm) testing was performed on the suspect pump module. The pm task test results show the suspect device completed successfully without any errors or malfunctions. The alaris¿ system with guardrails cleaning and disinfecting procedures, notes do not use any hard, abrasive, or pointed objects to clean any part of the device. Damage from these objects can cause incorrect device operation. To prevent electrical shock: ensure that the device is turned off, and the power cord is unplugged. If you can see internal wiring or other internal parts, do not touch wiring or parts. Send device to biomedical engineering for repair. Do not steam autoclave, eto sterilize, immerse the device in fluids, or allow fluids to enter the device case. To prevent electrical shock, make sure the iui connectors have dried for 15 minutes. Do not lay the pump module on its back while cleaning. Laying the pump module on its back can allow fluid to enter the inside of the device. Fluid inside the device can lead to incorrect device operation or electrical shock. Use only a damp cloth when removing disinfectant. Cloth must not drip. Fluid can get inside the device and cause incorrect device operation or electrical shock. Do not wipe the air-in-line sensor. Wiping the air-in-line sensor can damage the sensor and lead to patient harm. Do not use compressed air to dry the device. Compressed air can force fluid into the device. Fluid inside the device can cause incorrect device operation or electrical shock. Do not wipe or dry the iui connectors. Wiping or drying the iui connectors can cause incorrect device operation and lead to patient harm. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the pump module, which was contaminated with blood, was confirmed during the external and internal inspection. However, laboratory testing showed the suspect pump module was delivering fluid within specification. Note that this report lists imdrf annex a1801, g04067, c23, d11 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.